Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the patient had episodes of flutter and obtaining vascular access was difficult. During a device test, the atrial lead had sensed rv activity caused by dislodgement that was confirmed by x-ray. Several additional attempts to position the lead failed and the lead was removed. The patient suffered no consequences throughout the event.